Manufacturer narrative:
(B)(4).

Event description:
An MRI technician reported and a healthcare provider reported that they were unable to communicate with the patient's implantable neurostimulator (ins) using the patient programmer. The screen "showed that ins showed low battery" for the patient programmer. They tried putting new batteries in the patient programmer but the issue did not resolve. The ins was noted to be in "protective mode" and the patient had not used stimulation for months prior to the report. It was noted that the battery was discharged. The patient reported that the stimulator never worked. The patient did not want to recharge and wanted their device removed. The patient was indicated for non-malignant pain. No symptoms, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.